Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-11681, reference MFR. Report: 3006705815-2018-02931. It was reported the patient is awaiting scs system explant (explant reason unknown).

Event description:
Device 2 of 3 . Reference MFR. Report: 1627487-2018-11681; reference MFR. Report: 3006705815-2018-02931. Additional information received advised that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2018-11681. Related manufacturer reference number 3006705815-2018-02931.